Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed intermittent under-sensing during an arrhythmia. Additionally, there were non-sustained ventricular tachycardia episodes. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A request for additional information was made and received. Intervention was not performed and approximately six days later the patient died in hospice of an unrelated cause.